Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the stimulation randomly shuts off by itself. The pt programmer showed no visible bars on the screen. F/u identified the sjm rep met with the pt and turned the magnet mode off on all the programs. The pt has stimulation in her back and legs. It was further reported everything was working fine until some weeks later, the stimulation turned itself off again. Surgical intervention will be undertaken in the near future due to a MRI for a non-related issue.